Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported black/intermittent image issue could not be determined, as the issue could not be reproduced or confirmed. Additionally, the root cause of the observed faulty illumination lamp issue was determined to be the result of a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center screen sometimes turns black. The issue occurred during procedure for an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.